Event description:
It was reported that the patient had a temporary test wires put in after she had the permanent sacral nerve stimulator and had to replace after the first time, but the wires had migrated again and were completely out of place.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).